Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable left bundle branch lead was not successfully implanted due to physician got a piece of the lead insulation with it and caused damage to the outer portion of the lead during the slitting of the catheter. This lead was never in service. No adverse patient effects were reported.